Event description:
It was reported by the rep that the device was used during a laparoscopic nissen fundoplication. It was reported that the trocar seal split during the exchange of the devices about two hours into the procedure. This particular port was being used as a working port with several different five millimeter devices including the five millimeter lcs, the german needle holder and several other five millimeter devices. There was no consequence to the pt.